Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that after the medication was infused, the end user noticed that the patient's IV site was "completely swollen" and that the pump did not alarm for occlusion. There was patient involvement, but the outcome is unknown. Per bd alaris user manual, "the bd alaris¿ system is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions.".

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of the device did not alarm for occlusion was not confirmed based on the review of the pump error logs; however, no further investigation of this issue could be performed as the suspect device was not provided by the facility. The event log indicates the presence of patient-side occlusion alarms on the reported date of the event. Internal and external inspection could not be performed; however, the customer only provided the logs report (limited detail/ information) the facility did not provide infusion details. The review of the logs is based on the last programmed infusion administrated by the suspect (s/n (B)(6) on (B)(6) 2025. At 9:59 am a basic infusion was programmed with the following parameters: rate: 10 ml/hr, volume to be infused (vtbi): 50 ml, infusion was started. Seconds later pump alarmed patient side occluded, infusion was paused (for five (5) seconds) and then was restated. At 10:00 am pump alarmed air in line. Latter four (4) minutes later the pump module infusion was paused. At 10:06 am infusion was restarted with a primary volume infused (pvi) of 0.091 ml. At 10:08 am pump alarmed patient side occluded, and infusion was paused. At 10:11 am unit was channeled off with a final pvi of 0.298 ml. The alaris system with guardrails suite mx user manual version 9.33 states the different meanings to the occlusion alarms: occluded ¿ fluid side/ empty container: indicates either an upstream occlusion or an empty container. The infusion stops on affected module. Occluded ¿ patient side: increased back pressure sensed while infusion stops on affected module. Partial occlusion ¿ patient side: a partial occlusion of the patient side of the IV line detected by the auto- restart feature. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the complaint that the device did not alarm for occlusion was unable to be determined based on the review of the logs alone, no devices were returned for this investigation, and no additional event information was provided.

Event description:
It was reported that after the medication was infused, the end user noticed that the patient's IV site was "completely swollen" and that the pump did not alarm for occlusion. There was patient involvement, but the outcome is unknown. Per bd alaris user manual, "the bd alaris¿ system is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions."